Event description:
The user facility reported that during a colonoscopy, the video image flickered and then blacked out. The video image was unable to be retrieved, and a different, but similar device was utilized to complete the procedure. There was no patient injury and no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a complete loss of video image after the device was tested on different light sources and video processors. However, there was no narrow-band imaging (nbi) function or endoscope ID data transmission. Evidence of corrosion was found inside the electrical connector, which appeared to have caused an electrical short circuit which damaged a flexible printed circuit terminal. The cause of the user's experience was determined to be due to fluid invasion, likely from user mishandling, as the device passed the leak test. This report is being filed as an MDR in an abundance of caution.